Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A root cause has not been identified. (B)(4).

Event description:
A surgeon reported that during a cataract removal with intraocular lens (iol) implant procedure in the patient's right eye, she observed a very small crack in the lens where the haptics meet the lens. The lens was left in the eye and the procedure was finished without any problems. There were no consequences for the patient. No further information is expected for this case.